Event description:
It was reported that a small volume folfusor underinfused medication to the patient. After the expected therapy time was completed, it was observed that a lot of medication remained in the balloon. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from june 20, 2022 - june 21, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation and contained drug fluid in the bladder. A visual inspection via the naked eye observed no evidence of fluid at the distal end of the flow restrictor. Evidence of white drug precipitate was observed inside the tubing line. Examination on the flow restrictor also showed drug precipitate blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. Since the fluid path was blocked by drug precipitate, a functional flow test could not be performed on the returned device. Based on the evaluation findings, the flow problem was due to drug precipitate blocking the device fluid path. The reported condition was verified, however, the cause of the condition was determined to be use related. The product label instructions for use indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. Should additional relevant information become available, a supplemental report will be submitted.